Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2009, an unknown size, non-study taxus liberte stent was placed in the mid rca (right coronary artery). In (B)(6) 2009, the patient was enrolled the platinum trial and a 3.5x26mm, 70% stenosed lesion of the 1st om (obtuse marginal) was identified. Treatment consisted of predilation and placement of a 3.5x32mm study promus element stent resulting in 0% residual stenosis. On discharge one day post procedure the patient was taking aspirin and clopidogrel. In (B)(6) 2011, the patient experienced chest pain with severe exercise. No treatment was reported and the event is reported to be unresolved.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).